Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery and the customer was feeling back since the night prior. The blood glucose reading was 343 mg/dl. The customer was not able to troubleshoot because the caller was not with him at the time. The caller stated she wanted to return the reservoir for analysis; unable to determine the cause of the issue. Returning product based on the caller's request. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.